Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the right ventricular lead was explanted due to a possible risk of skin erosion. No electrical anomalies were detected on the lead.